Manufacturer narrative:
This report is being filed on an international product, list number 07c18 that has a similar product distributed in the us, list number 01l82. An evaluation is in-process.

Event description:
The customer observed (B)(6) results while using the architect (B)(4) assay. The customer provided the following data: (B)(6). The specimen was (B)(6) when tested using the immunochromatography method. There was no adverse impact to patient management reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, a batch record review and a review of labeling. Return material was not available. A specificity testing protocol was executed using lot 64042fn000 and met acceptance criteria which determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. No issues were identified which would indicate a product deficiency from the batch record review. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency was not identified for the architect anti-hbs reagent list number 07c18, lot number 64042fn000.